Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually inspected and the reported condition was confirmed. During visual inspection, it was identified that the tube was cut with a cutting blade-type appearance. The assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a leak in the molded "y" observed during priming with saline solution. There was no patient injury or medical intervention necessary. No additional information is available.